Manufacturer narrative:
Corrected: b5. The device is no longer reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information there was no allegation against the extension and surgical intervention did not take place. The device is no longer reportable.

Event description:
It was reported that surgical intervention may be undertaken on extension for an unknown reason.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Additional components potentially involved in the event include: common device name: dbs lead extension, model: 6371, UDI: (B)(4), serial: (B)(6), lot: 6989419. Date of event is estimated.